Manufacturer narrative:
The entire device was not returned for eval, the returned components have a lot number of 6367. An evaluation of the device is in-process. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hospital was placing the crw-as on the headring and the arc broke. The headring was attached to the pt at the time of the incident. There was no pt injury. There was a slight delay in the case. The hosp borrowed an arc system from a neighboring hosp and continued the case.